Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. Customer stated the insulin pump ask for battery and it no longer working taking the battery. No harm requiring medical intervention was reported. Customer stated that insulin pump was not exposed to moisture. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The insulin pump will not be returned for analysis.